Event description:
It was reported that the patient complained of dizziness. Upon interrogation it was found that the right ventricular (rv) lead was oversensing which was inhibiting pacing. A fracture was suspected. It was noted that the patient was pacemaker dependent. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2012 (B)(6); 4194-78 implantable pacing lead 2008 (B)(6); 6937a-58 implantable tachy lead 2008 (B)(6); 4076-52 implantable pacing lead 2007 (B)(6). (B)(4).